Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported sudden return of urgency symptoms and that they have tried to change the programs and increased stimulation but was not feeling stimulation since 2019 (last week from the date of the call). They also reported that they have been on the cruise and had gone through security screener. Patient further reported that on the first day of the cruise the got a bladder infection, (B)(6) 2019 (patient stated a week ago) and took oral antibiotic that they brought with them on their trip. Patient has a follow up appointment with their health care professional on (B)(6) 2019. No further complications were noted or anticipated.